Event description:
It was reported that the asymptomatic patient presented in hospital for pre-surgery check. Upon interrogation, the right atrial lead exhibited automatic mode switch episodes due to noise. During implantable cardiac defibrillator replacement, the lead was capped and replaced on (B)(6) 2017. The patient remained asymptomatic post procedure.